Event description:
It was reported that an external fluid leak was observed originating from the tube connection of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample show the anticoagulant line is disconnected from the 4-ways multiconnector. The reported condition was verified. The lines of the set including spikes are provided by one of our internal suppliers. The manufacturing plant has several control measures in place to help identify failure modes of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.